Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.42mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tip. The grips were not found to have cracking damage. The instrument was also found to have hairline cracks on the grip input shaft and the grip input disk on #7 and #6. Other backend components adjacent to the cracked inputs do not show damage. The instrument was found to have a loose grip cable at the backend. The instrument passed the intuitive motion test. A clip test was performed and failed. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. A clip could be properly loaded into the clip groove of the grip tips. On the first actuation, the clip was formed but the grip tips hard to separate due to incomplete release from one grip. On the second actuation, the instrument was unable to properly close and form the clip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a loss of functionality to apply a clip are attributed to either a damaged grip cable or misaligned grips or bent grip tips, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier had a failure. The procedure was completed with no reported injury.